Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the tip detachment occured during navigation. The apollo tip was embedded in onyx cast. There is no future plans to retrieve the catheter tip.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip of the apollo catheter prematurely detached and remains in the patient. The patient was undergoing onyx embolization. It was noted the patient's vessel tortuosity was unknown. The accessed vessel was unknown. It was reported that the apollo distal tip was pre-detached during selection. It was reported the tip prematurely detached. There was no friction or difficulty during injection. The tip of the catheter remains inside the patient. It is unknown if there was any force applied during removal. It is unknown if the catheter tip is entrapped/stuck. It is unknown if there was any vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. It was reported during the selection for onyx embolization, the catheter's tip was pre-detached. After catheter removal, the procedure was well completed using a new apollo. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fubuki 7f guide catheter, sofia 5f guide catheter, and liquid embolic onyx.

Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. No other anomalies were observed. Testing/analysis: the apollo usable length was measured to be ~169.1cm (not including the detachable tip). Usable length specification and detachable tip length could not be confirmed. The ldpe coupling tube overlap length was measured to be ~ 1.2mm which is within specification (specifications: 1.0mm - 2.5mm). Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip premature detachment¿, however, the cause could not be determined. Possible causes incompatible devices, or patient vessel tortuosity. Customer reported device were prepared per IFU. Customer reported that the tip detached occurred during navigation (not during onyx injection) and the tip was embedded in onyx cast. As the detachable tip was not returned for analysis, any contribution of the detachable tip towards the failure could not be assessed. There is an indication that the failure is related to a potential manufacturing issue and a DHR review will be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.